Manufacturer narrative:
Device/additional information was requested but not made available as of the date of this report. This report is filed on january 25, 2018.

Event description:
It was reported that the patient experienced dizziness secondary to elevated impedances with device use. Subsequently, the patient was hospitalized on more than one occasion (dates and duration not reported).